Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the broken plate that was returned. Process evaluation was also performed based off the lot number provided. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacture defects. The product history device records were reviewed based on the lot number provided and no abnormalities were found. The results of the investigation conclude that the root cause for the breakage was due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Thoracic plate broke on rib six. Patient was not experiencing any pain or discomfort. Surgeon removed the broken plate on (B)(6) 2016.